Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said nothing was working so the entire system was removed. The caller further said the patient reported the system only worked for a couple weeks after implant and the didn't work for them. No further patient complications have been reported as a result of this event.